Manufacturer narrative:
6/27/97-supplemental report #1 submitted to FDA.

Event description:
During a laparoscopic tubal ligation procedure, the sleeve broke inside the cavity. The broken components were retrieved laparoscopically. The hosp reported that no pt injury had occurred.